Event description:
The hospital reported that during an endoscopic vein harvesting procedure with the maquet sales rep present, the hemopro cauterized and cut the first branch but stopped delivering energy on the sec branch. Staff removed the device from the pt, checked all connections, unplugged and replugged, turned off then turned back on without success. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection of the hot and cold jaw boots showed no non-conformities. Resistance measurements were within specification. The micro switch functioned properly. The pre-cautery test, using a reference hemopro cable and power supply showed that steam was generated from the saline moistened gauze during several device activations. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B) (4).